Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump was over delivering insulin due to sudden drops in blood glucose levels. The customer¿s blood glucose level was 379 mg/dl at the time of the incident. The customer stated they had been experiencing lows for 3 weeks. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed and did not resolve the issue. The insulin pump will not be returned for analysis.